Manufacturer narrative:
(B)(4).

Event description:
It was reported that 6 days after putting replicare ultra on the skin of a right elbow, the skin under the dressing had an eruption of blisters.

Manufacturer narrative:
.